Manufacturer narrative:
This is one event (death) reported on the same patient involving two separate products and associated with MDR reports: 1225714-2014-00849 and 1225714-2014-00850.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product.